Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose levels (35 mg/dl). Reportedly, the pump settings need to be adjusted. Customer stabilized blood glucose levels with juice. Customer stated they spoke with their diabetes educator and the carbohydrate ratio was adjusted.